Manufacturer narrative:
Visual, functional, dimensional, and material analysis inspections could not be performed as the device(s) were not available. Device and complaint history records were not reviewed as a valid lot number was not provided and could not be obtained. Additional information regarding the time of event, device information, details of event, and associated harm were not available. As the device(s) and additional information were not available, further investigation was not possible and a cause could not be established conclusively.

Event description:
This record captures a review of literature article "risk factors for intraoperative lateral mass fracture of lateral mass screw fixation in the subaxial cervical spine" from the journal of neurosurgery: spine (http://thejns.org/doi/abs/10.3171/2013.9.spine121055). The purpose of this study was to determine the incidence and etiology of lateral mass fractures during cervical lateral mass screw fixation. One hundred twenty patients who underwent cervical lateral mass screw fixation between 1997 and 2010 were included in the study. A screw-rod combination consisting of the oasys system was used in 52 patients. An unknown amount of patients experienced screw pullout and breakage. It is unknown what screws these patients were implanted with, at what time (intra/post) these events were experienced, and whether or not medical intervention was needed. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR will be submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). One MDR is being filed capturing the malfunctions involving oasys screws.

Manufacturer narrative:
'Risk factors for intraoperative lateral mass fracture of lateral mass screw fixation in the subaxial cervical spine' in the journal of neurosurgery: spine, volume 20 (7) 2014, was reviewed. Status and location of the device is unknown.

Event description:
This record captures a review of literature article "risk factors for intraoperative lateral mass fracture of lateral mass screw fixation in the subaxial cervical spine" from the journal of neurosurgery: spine (http://thejns.org/doi/abs/10.3171/2013.9.spine121055). The purpose of this study was to determine the incidence and etiology of lateral mass fractures during cervical lateral mass screw fixation. One hundred twenty patients who underwent cervical lateral mass screw fixation between 1997 and 2010 were included in the study. A screw-rod combination consisting of the oasys system was used in 52 patients. An unknown amount of patients experienced screw pullout and breakage. It is unknown what screws these patients were implanted with, at what time (intra/post) these events were experienced, and whether or not medical intervention was needed. Accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR will be submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). One MDR is being filed capturing the malfunctions involving oasys screws.